Event description:
The consumer reported the device was not working since implant. The patient asked if the device could be removed because it was not working and he needed to have an MRI. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.